Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the down arrow requires hard presses for response and in a different place (need to press in the space between the up and down arrows). The pump is worn in a pocket and cleaned with a wet washcloth. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the up/down/ok/contrast buttons. Multiple button presses are required before the down arrow will engage. There was no visible damage on the keypad. The keypad was removed and contamination was found to be present under the contacts of all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Unrelated to the event the battery compartment was found to be cracked.